Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. It was reported that suture placement in the subclavian artery was attempted with a proglide device using the pre-close technique via a 6f sheath. It should be noted that the instructions for use (IFU), states: the perclose progiide smc system is indicated for the percutaneous delivery of suture for closing the common femoral artery and vein access site of patients who have undergone diagnostic or interventional catheterization procedures. The device placement in the subclavian artery instead of the common femoral artery, could not be determined to be directly related to the reported event of entrapment of the proglide device. The investigation was unable to determine a conclusive cause for the reported difficulties; however the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that suture placement in a calcified subclavian artery was attempted with a proglide device using the pre-close technique via a 6f sheath prior to a transcatheter aortic valve replacement (tavr) interventional procedure. The sutures of the first device were successfully pre-placed. Reportedly, the second device was deployed and when attempting to remove it, it became stuck. Surgery was performed to remove the device. Hemostasis was achieved via surgical suturing. The tavr procedure was aborted. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.